Manufacturer narrative:
Block b3: exact date unknown, event occurred soon after implant the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; batch/ serial: (B)(6). Product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 23746865.

Event description:
It was reported that the patient underwent an explant procedure due to infection. Additional information received that the patient developed an infection at the incision site. The patients symptoms were achy, dull and sharp. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred soon after implant the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-lead fixation: upn: m365sc43160. Model: sc-4316. Batch: (B)(6).

Event description:
It was reported that following an implant procedure the patient developed an infection. The patient underwent an explant procedure.